Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the pulse generator to exhibit normal pre-elective replacement indicator (eri) characteristics. No information was provided regarding device settings during service life. Therefore, it was not possible to determine the expected longevity of the device.

Event description:
It was reported that the patient presented for device change out and upon interrogation of the pulse generator, it was noted that the - battery bar- showed a battery status of more than half full. Review of battery data confirmed that the device was close to elective replacement indicator (eri). The device was removed.